Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing and small r wave amplitude. No programming changes was made. The patient was stable throughout.